Event description:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of device dislocation ("left essure coil is seen in uncoiled position, extending from the left uterine cornu through the endometrium into the cervix") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device physical property issue ("left essure coil is seen in uncoiled position/left essure coil with possible stretched out outer coil"). On (B)(6) 2017, the patient experienced wrong technique in device usage process ("physician was able to cut essure and remove it"). The patient was treated with surgery (on (B)(6) 2017 but she did not have to have tube removed. Hcp was able to cut insert and remove it ). Essure was removed. At the time of the report, the device dislocation, wrong technique in device usage process and device physical property issue outcome was unknown. The reporter considered device dislocation and device physical property issue to be related to essure. The reporter provided no causality assessment for wrong technique in device usage process with essure. The reporter commented he was not the inserting hcp so he does not have lot. He does not have the unit. Diagnostic results: ultrasound scan on (B)(6) 2017 showed: left essure coil is seen in uncoiled position, extending from the left uterine cornu through the endometrium into the cervix. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and an ultrasound scan showed left essure coil in uncoiled position, extending from the left uterine cornu through the endometrium into the cervix. She was submitted to a surgical procedure and physician was able to cut essure and remove it. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. In this case, the exact mechanism of the events is not known. This case was classified as incident since device removal was required. A product technical analysis is being sought. Further information is requested.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of device dislocation ("left essure coil is seen in uncoiled position, extending from the left uterine cornu through the endometrium into the cervix") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced wrong technique in device usage process ("physician was able to cut essure and remove it"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device physical property issue ("left essure coil is seen in uncoiled position/left essure coil with possible stretched out outer coil"). The patient was treated with surgery (on (B)(6) 2017 but she did not have to have tube removed. Hcp was able to cut insert and remove it). Essure was removed. At the time of the report, the device dislocation, wrong technique in device usage process and device physical property issue outcome was unknown. The reporter considered device dislocation and device physical property issue to be related to essure. The reporter provided no causality assessment for wrong technique in device usage process with essure. The reporter commented: he was not the inserting hcp so he does not have lot. He does not have the unit. Diagnostic results: ultrasound scan on (B)(6) 2017 showed: left essure coil is seen in uncoiled position, extending from the left uterine cornu through the endometrium into the cervix. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of product technical complaint. Company causality comment this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and an ultrasound scan showed left essure coil in uncoiled position, extending from the left uterine cornu through the endometrium into the cervix. She was submitted to a surgical procedure and physician was able to cut essure and remove it. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. In this case, the exact mechanism of the events is not known. This case was classified as incident since device removal was required. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further information is requested.